Manufacturer narrative:
The systems assessment was performed and the sample indicated a significantly delayed CT (36.8) and was found to be near lod of the assay. The system is performing as expected. The investigation of kit lot 01109x did not find any product problem. Based on the information provided, this patient appears to have presented with a clinical picture that may have been concerning for a respiratory tract infection given the initial testing that was performed for covid-19 on arrival to the emergency department (ed) and reported diagnosis of lemierre¿s disease. Liat test analysis supports the possibility that the presence of near-lod (limit of detection) concentrations of sars-cov-2 could have been present in the original specimen, suggesting that a mild covid-19 infection may have been there upon initial presentation. If the infection was new, it would not be surprising that the initial antibody test was negative since seroconversion does not occur immediately. When very low levels of virus are present in a specimen, it is also possible that detection can vary from assay to assay depending on assay performance differences, other specimen-specific factors (e.g., compatibility of media collection device, specimen stability (pmid: 32427340), presence of inhibitors, etc.), or random variations that occur with test performance. Therefore, several factors could reasonably explain an initial liat result with a fresh specimen that was positive followed by subsequent negative testing on two other systems with different performance characteristics using a frozen specimen in which the sample degradation may have also occurred. Furthermore, subsequent positive antibody and naat testing (on three platforms including liat) is consistent with the hypothesis that the initial liat result could have been a true positive. According to the cdc, seroconversion can occur within 1-3 weeks of becoming infected and antibody tests are therefore less helpful indicators of a new active infection as compared to past infection or active infections that have been present long enough for seroconversion to occur. In this case, the antibody test was positive weeks into the hospital stay, suggesting the infection may have already been present at the time of admission (which is consistent with the first liat result). In aggregate, combining the liat test analysis and information provided by the customer, it is possible that the liat result detected a covid-19 infection that was present upon initial ed presentation. There is no definitive data to suggest that the initial liat result was erroneous, and therefore the patient may have been appropriately cohorted with other covid-19 infected patients based on the initial liat result. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant result for 1 patient sample on the cobas liat system. The patient entered the emergency room at the customer site on (B)(6) 2021 with respiratory complaints. On (B)(6) 2021: sample 1 generated positive result for sars-cov-2 on the cobas liat system. On (B)(6) 2021: an antibody test was performed, which generated negative results. The patient was remanded to the covid ward at the hospital due to the positive result. The patient was treated with prophylactic anticoagulation and an immune inhibitor due to the positive sars-cov-2 diagnosis. Due to a suspicion that the original liat test results may have been erroneous 2 weeks later the original sample (stored at -80 degree celsius) was retested on genexpert and panther, which generated negative results. On (B)(6) 2021: the patient sample was recollected and tested on the liat system, genexpert and panther and generated positive results for sars-cov-2 on all the systems. On (B)(6) 2021: an antibody test was performed, which also generated positive results. The patient's clinical diagnosis was determined to be 'lemierre's disease'. The patient was dispatched from the hospital but the customer alleges the patient contracted sars-cov-2 due to an initial false positive liat result and therefore remained in the hospital much longer than they would have if he/she had not been placed in close proximity to other patients infected with sars-cov-2. Review of the data provided by the customer did not reveal any abnormalities that may explain a false positive result. The results indicated a significantly delayed CT (36.8) for the sars-cov-2 channel near the assay cutoff. This suggests a sample containing a low viral load near the limit-of-detection (lod) of the assay. In aggregate, combining the liat test analysis and information provided by the customer, it is possible that the liat result detected a covid-19 infection that was present upon initial emergency room presentation. There is no definitive data to suggest that the initial liat result was erroneous, and therefore the patient may have been appropriately cohorted with other covid-19 infected patients based on the initial liat result. The investigation of kit lot 01109x did not find any product problem.

Manufacturer narrative:
(B)(6). The systems assessment was performed and the sample indicated a significantly delayed CT (36.8) and was found to be near lod of the assay. The system is performing as expected. The investigation of kit lot 01109x did not find any product problem. Based on the information provided, this patient appears to have presented with a clinical picture that may have been concerning for a respiratory tract infection given the initial testing that was performed for covid-19 on arrival to the emergency department (ed) and reported diagnosis of lemierre¿s disease. Liat test analysis supports the possibility that the presence of near-lod (limit of detection) concentrations of sars-cov-2 could have been present in the original specimen, suggesting that a mild covid-19 infection may have been there upon initial presentation. If the infection was new, it would not be surprising that the initial antibody test was negative since seroconversion does not occur immediately. When very low levels of virus are present in a specimen, it is also possible that detection can vary from assay to assay depending on assay performance differences, other specimen-specific factors (e.g., compatibility of media collection device, specimen stability (pmid: 32427340), presence of inhibitors, etc.), or random variations that occur with test performance. Therefore, several factors could reasonably explain an initial liat result with a fresh specimen that was positive followed by subsequent negative testing on two other systems with different performance characteristics using a frozen specimen in which the sample degradation may have also occurred. Furthermore, subsequent positive antibody and naat testing (on three platforms including liat) is consistent with the hypothesis that the initial liat result could have been a true positive. According to the cdc, seroconversion can occur within 1-3 weeks of becoming infected and antibody tests are therefore less helpful indicators of a new active infection as compared to past infection or active infections that have been present long enough for seroconversion to occur. In this case, the antibody test was positive weeks into the hospital stay, suggesting the infection may have already been present at the time of admission (which is consistent with the first liat result). In aggregate, combining the liat test analysis and information provided by the customer, it is possible that the liat result detected a covid-19 infection that was present upon initial ed presentation. There is no definitive data to suggest that the initial liat result was erroneous, and therefore the patient may have been appropriately cohorted with other covid-19 infected patients based on the initial liat result. (B)(4).